Event description:
Same case as: 2184052-2014-00070. It was reported the screws and closure tops were found to be loose post-operatively. The index surgery was performed to treat ddd from l5-s1 as well as foraminal stenosis. Tlif was performed and sequoia instrumentation was implanted at l5-s1. Six months post-operatively revision surgery was performed as the screws were found to be loose in the bone, the closure tops were loose and the screw tulips heads loosened. No further info was reported at the time of this report.